Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the 5076 lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the 4574 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. Only a visual analysis was performed. (B)(4) the full 5076 lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), all insulators were breached from a clavicle-rib crush, the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
It was reported that the right atrial (ra) lead had noise and the impedance measured low in both unipolar and bipolar configurations. It was later reported that the ra lead and right ventricular lead were explanted and replaced due to a suspected clavicle crush. The device was experiencing sensing difficulties and was also explanted and replaced. No patient complications have been reported as a result of this event.